Event description:
It was reported that during an angioplasty procedure, the catheter shaft allegedly had holes. It was further reported that the balloon was allegedly leaking air and contrast. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing, the returned device was inflated with an in-house presto inflation issue, and water was leaking from the distal end of the strain relief. The strain relief was removed, and a partial circumferential break was noted in the catheter proximal to the y-body. No other functional testing was performed. No further testing was performed. All the anomalies noted under microscopic observation. One photo was reviewed. The photo shows the balloon catheter in a deflated position, no evidence of leak observed from the catheter. No specific anomalies couldn't be observed on the submitted photo. Although no evidence of a catheter hole or leak could be noted on the submitted photo, based on the returned sample analysis, the investigation is confirmed for the reported leak, catheter shaft hole, and identified break as the water was leaking from the break noted on the y-body during the inflation of the returned device upon functional testing. A definitive root cause for the reported leak, catheter shaft hole, and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2025),

Event description:
It was reported that during an angioplasty procedure, the balloon shaft has some holes. It was further reported that the balloon was leaking the air and contrast. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2025).